Manufacturer narrative:
The lot number was not provided; therefore, the device history record could not be reviewed. The complaint sample has not been received as of the date of this report july 15, 2015. No similar complaints for this part number for any lots have been received. The root cause could not be definitively determined based on the limited information received, no lot number provided, and the complaint sample was not returned for analysis. However, hematomas are the most common adverse reaction to venipuncture. There are many factors that can contribute to the formation of a bruise. It is possible that the venipuncture technique used on this patient caused the hematoma. Hematoma formation can occur if the phlebotomist pushes the needle too far into and through the vein and causes the blood to leak out of the opening and into the surrounding tissue. The blue and purple discoloration at the site may occur immediately or some time after the venipuncture is completed; which is thought to have what caused the hematoma to form in this patient. Resolution of the hematoma will occur over a few days in which the blood will be absorbed by the body and gradually fade. If this does not occur, evacuation and débridement may be another alternative to clearing up the hematoma.

Event description:
Physician successfully completed a rf vein ablation of right great saphenous vein. Patient returned 3 days after procedure for follow up ultrasound study. Patient complained of hematoma below knee near vein puncture site. Hematoma subsequently did not resolve and patient was scheduled for hematoma evacuation and debridement.